Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the device explantation form the device or malfunction of the device contributed to the explantation. The user was re-implanted on the contra-lateral side.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a skin breakdown at the implant site. Reportedly, as a consequence the implant housing moved from its intended position. In addition, the most two basal channels showed hi impedance, the most likely reason for it seems to be a partial migration of the active electrode out of cochlea. This is a final report.

Event description:
The explanted device was received for investigation. There was no incident of accident or trauma. Per latest information, the user was re-implanted due to displacement and large skin defect. The issue started approximately 6-7 months ago (ca. (B)(6) 2019). The user was re-implanted on the contra-lateral side.